Event description:
I had the interstim put in on (B)(6) 2013 and taken out on (B)(6) 2013 I'm in pain 24/7 my left leg goes paralyzed. I'm unable to set or lay in bed to sleep because of the area where the interstim was put in at, shooting pain goes thru my leg.